Manufacturer narrative:
Siemens has completed the investigation. Based on system's summary logs, after detection of excessive na+ interference and replacing expired wash/waste cartridge, the na+ sensor was disabled by rp500 system for two consecutive periods and several full calibrations were performed by system to retrieve the normal performance. The sodium sensor was in recovery process when it was impacted for the second time by another qac exposure. Per the instrument manual, the user is instructed not to use any skin disinfecting products and/or exterior disinfectants that contain quaternary ammonium compounds (qac) as they are known interferents to the rp500/500e na+ sensor by potentially impacting the sensor and its' performance and should be avoided. The source containing qac should be identified and eliminated.

Event description:
The customer reported that their instrument gave a discrepant high sodium result compared to retesting of the same sample on the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer stated that the device had a sodium interference. Customer facing documentation advises the customer not to use interfering substances which can cause a spike in sodium results. The customer has been advised to replace the measurement cartridge.